Manufacturer narrative:
While advancing the sds through the sheath introducer the "stent was moved off the position on the balloon." The device was removed and exchanged for a new smart control. There was no reported patient injury. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot r0109102 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot r0109102. Stent crimped process and stent retention values were reviewed and no anomalies were encountered during manufacturing process of this lot. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Event description:
Pta was being performed on an unknown target lesion with mild calcification and vessel tortuousity but the rate of stenosis was unknown. After a palmaz stent (complaint product) was inserted, the stent moved off the position on the balloon inside the 7f sheath introducer (terumo). The device was removed and exchanged with a smart control stent (details unknown). The procedure was completed without any other issues. There was no adverse event and the patient is in stable condition. The product will not be returned.